Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the reported issue. However, a review of the receiver data log confirmed hardware and firmware error codes as well as a screen alarm error. The customer complaint was confirmed. The root cause of the observed hardware errors was determined to be a hardware component failure. A root cause for the observed firmware errors could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.